Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was resistance advancing the proglide in the artery and there was no pulsatile blood flow seen coming from the marker lumen when positioned in the vessel. When the device was removed, it was noted that the device was kinked. The groin was opened to perform the aaa procedure with cut down surgery to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficulty advancing the device in the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported kink was confirmed. The reported no pulsatile blood flow was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.